Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had large bubbles. The customer¿s blood glucose level was 169 mg/dl. The customer had high blood glucose level and the insulin pump received no delivery alarm. The customer also reported that the customer went to emergency service room for dehydration. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. In conclusion no air bubbles.